Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance plus blood collection tube, poor barrier separation of the sample occurred. There was no report of patient impact. The following information was provided by the initial reporter: erythrocytes in and on top of the gel of serum-tubes. After centrifuge there are erythrocytes in and on top of the gel of the serum tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed, however the image is unclear and it is difficult to discern any defects. Additionally, 10 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed bd is unable to confirm this complaint for poor barrier separation.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance plus blood collection tube, poor barrier separation of the sample occurred. There was no report of patient impact. The following information was provided by the initial reporter: erythrocyts in and on top of the gel of serum-tubes. After centrifuge there are erythrocytes in and on top of the gel of the serum tube.